Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event after the patient failed to disinfect his hands after using the restroom during treatment. Of all the gram-negative organisms, those from the enterobacter family are one of the most common causes of pd-related peritonitis due to touch contamination, exit site infection, or a possible bowel source. Enterobacter cloacae naturally inhabit the human gastrointestinal tract and are commonly found in soil, water, animals, plants and in certain foods. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized and diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with (ip) vancomycin 2000 mg every 3 days, and ceftazidime 1000 mg daily for 21 days. On (B)(6) 2025, the patient¿s peritoneal effluent culture result returned positive for enterobacter cloacae, and the patient¿s vancomycin was discontinued. The patient continued to undergo continuous cyclic pd (ccpd) therapy while hospitalized until he discharged home on (B)(6) 2025 in stable condition. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a touch contamination event involving poor hand hygiene practices, as the patient admitted to using the restroom during the night and reconnecting without washing or disinfecting his hands. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized and diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with (ip) vancomycin 2000 mg every 3 days, and ceftazidime 1000 mg daily for 21 days. On (B)(6) 2025, the patient¿s peritoneal effluent culture result returned positive for enterobacter cloacae, and the patient¿s vancomycin was discontinued. The patient continued to undergo continuous cyclic pd (ccpd) therapy while hospitalized until he discharged home on (B)(6) 2025 in stable condition. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a touch contamination event involving poor hand hygiene practices, as the patient admitted to using the restroom during the night and reconnecting without washing or disinfecting his hands. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction.